Event description:
It was reported that during a liver resection procedure, the stapler was fired across the vessel and there was some difficulty in firing the device fully. On both cartridges it appears that the drivers towards the distal end of the cartridge have not been deployed. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On which firing did the event occur? Did the device cut? If the device cut was the cut line complete or did the cut line stop where the staples stopped? How was the case completed?

Manufacturer narrative:
(B)(4). 100 pinion axle support the analysis results found that the ats45 device was received with the firing mechanism damaged and with no reload present. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The manufacturing records were reviewed and no anomalies were found.